Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes experienced broken lid/cap and underfill or low draw of a tube with blood. The broken damaged product occurred 2 times. The underfill occurred 2 times. The following information was provided by the initial reporter: "some of his tubes were experiencing a low blood flow as if the tube had a low vacuum. Upon further inspection of some of the tubes he noticed a pin-like hole in the rubber stopper".

Event description:
It was reported during use the bd vacutainer® serum blood collection tubes experienced broken lid/cap and underfill or low draw of a tube with blood. The broken damaged product occurred 2 times. The underfill occurred 2 times. The following information was provided by the initial reporter: "some of his tubes were experiencing a low blood flow as if the tube had a low vacuum. Upon further inspection of some of the tubes he noticed a pin-like hole in the rubber stopper."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.